Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: no power on reset (por) events were observed in the black box. No damage was found to battery compartment. The battery cap was not returned with the pump. A test battery cap tightly secured to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the test battery cap; no power interruptions were duplicated. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported no power complaint was not duplicated during testing. Unrelated to the complaint, the display screen had a pinkish contrast.